Event description:
Additional information received and stated the lens did not have direct contact with the patient. During the preparation of the lens for implantation, it was blocked in the injector.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. As per the new information received the lens did not have direct contact with the patient. During the preparation of the lens for implantation, it was blocked in the injector. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of intraocular lens (iol) blocked in injector. It was mentioned there was no impact on patient.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).